Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional information. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Additional information: patient code: (B)(4) vaginal prolapse additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mersilene mesh was implanted concurrently with tah, cystocele repair and rectocele repair due to sui,  rectocele, cystocele, bladder hypermobility and uterovaginal descensus. It was reported that she underwent mesh excision on (B)(6) 2015 due to erosion, vaginal prolapse and urge incontinence concurrently with urethrolysis and bilateral sacrospinous ligament colpopexy by (B)(6).it was reported that she underwent implantation of s3 interstim test lead on (B)(6) 2016 by (B)(6) due to urge incontinence. No additional information was provided.